Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger connector pin was broken. It was further reported that because she didn't have the recharger, she was unable to use the ins, and was hurting. There was no out of box failure reported. No further complications were reported or anticipated.